Event description:
It was reported that during a prostatectomy procedure, after deploying four clips, the device did not work anymore. In addition clips that were dropped are not tight enough. A "day" is found between the "legs" of the clip. The four clips deployed in the patient, have been left. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. Due to the returned condition of the device no further testing could be performed in order to evaluate the formation of the clips. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did clips not advance into jaws of device? Did clips not fire or deploy from jaws of device? Were clips malformed (gap in clips)? Did clips drop from device jaws unformed?